Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.